Event description:
It was reported that there was a removal of a l tibial baseplate and insert due to instability. Patient suffered a fall and became unstable.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown baseplate. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.